Manufacturer narrative:
The sample was lithium heparin plasma that was centrifuged for 10-12 minutes at 2700 rpm. A system check was performed on (B)(4) 2011 and met the specifications. Qc was within the customer's established ranges. Service was on site on (B)(4) 2011. The field service engineer (fse) replaced the wash manifold due to cracks around the valve. Although hardware issues were addressed, no definitive root cause for this event could be determined.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an inconsistent troponin (accutni) result above the ami cutoff generated by access 2 immunoassay system for one patient's sample. Repeat testing by an alternate method produced a result above the ami cutoff. There was no report of death, injury, or change to patient treatment attributed or connected to this event.